Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The reported blood glucose reading was 613 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, displacement and high pressure tests passed. It was found that the customer was sitting during insertion, so the customer was advised to stand when inserting the infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.